Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the image management system- evolution 4k device did not display image on the screen. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.